Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the pink needle was leaking was confirmed, but the exact cause was unknown. The samples returned for complaint records (B)(4) included two 20cm power trialysis catheters, two vessel dilators, two injection caps, one guidewire, and one 18g introducer needle. Cracks in the pink introducer needle hub were observed during the investigation. The fracture features were consistent with outward radiating forces originating within the luer hub orifice, and the characteristics observed which supported this type of failure included: multiple cracks were observed which were longitudinally aligned. Functional testing of infusion revealed a leak(s) emanating from the crack(s). Functional testing of aspiration showed that air was drawn into the syringe with test water. It was determined that the forceful insertion of a connecting device may have contributed to the observed damage; however, attempts to replicate this type of failure were unsuccessful which suggested that additional unidentified contributing factors may have also been involved. Consequently, the event was classified as cause unknown. Attempts were made to verify which lot was associated with the returned needle, but no additional information was provided. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rebp0422 showed no other similar product complaint(s) from this lot number.

Event description:
The doctor reported the hubs broke off upon the catheter insertion. No reported patient injury. This file addresses the second device.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebp0422 showed no other similar product complaint(s) from this lot number. Device not returned at this time.

Event description:
The doctor reported the hubs broke off upon the catheter insertion. No reported patient injury. This file addresses the second device.